Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. Product not returned.

Event description:
The doctor reports that the implant falls off the transporter. The doctor reports that the procedure was concluded with the placement of another implant in the same surgery. The affected dental position is unknown.